Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery, and had elevated blood glucose levels reaching 300mg/dl. Troubleshooting was performed & it was determined that the cause of the occlusion was the infusion site. Customer delivered a manual injection to stabilize blood glucose levels. Customer was unable to provide infusion set MFR.